Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: the connection site is coming apart during chemo treatment. Two possible lot number provided: lot number 0061849999 - expiry date 09/26/2025; production date 09/26/2022. Lot number 0061847222 - expiry date 08/30/2025; production date 08/30/2022.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). *correction. Please note this report is being submitted as a correction. The "date of this report" section b4 was submitted incorrectly. The correct report date is *01/03/2023, not 01/03/2022. The change was made in section b4 and the correction was submitted.